Manufacturer narrative:
Physio-control evaluated the customer device and observed that the keypad was split around the power button. The device would not power on. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The device was sent in for service. Upon inspection, physio-control observed that the device would not power on. There was no patient use associated with the reported event.